Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd pn relion 32g x 4mm 3b tw 50ct was unable to properly deliver insulin. The following information was provided by the initial reporter: it was reported that needle delivers insulin very slowly and the needle hurts during injection. Verbatim: consumer reported that the needle delivers insulin very slowly. Also reported that the needle hurts during injection.

Manufacturer narrative:
H6: investigation: customer returned (7) 32gx4mm pen needles from lot# 0136694 (5 opened and 2 unopened). The customer reported that the needle delivers insulin very slowly and also reported that the needle hurts during injection. All 7 returned pen needles were examined, then tested for flow using a test pen injector. All 7 pen needles were able to expel properly. Next, the samples were tested for visual inspection of point geometry, outer diameter and lube coverage. All observations fell within specification. No defects were observed. Lot#0136694 DHR was reviewed and no qn found. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that bd pn relion 32g x 4mm 3b tw 50ct was unable to properly deliver insulin. The following information was provided by the initial reporter: it was reported that needle delivers insulin very slowly and the needle hurts during injection. Verbatim: consumer reported that the needle delivers insulin very slowly. Also reported that the needle hurts during injection.